Event description:
The report from the field indicated that during the index procedure the patient had a total of five (5) lesions treated by placement of six (6) cypher stents. The target lesion (lesion #1-1) was a mid circumflex/obtuse marginal (om) lesion. The lesion was reported to be a 90% stenosis in the circumflex branch and an 80% lesion in the large om branch. Arthrectomy of the mid circumflex/om was done using a silverhawk catheter. Two (2) cuts were done initially and then the physician went back and did a third cut. One nice slice of tissue was obtained. A cypher 3.5 x 23 mm stent was implanted at 14 atm. A slight proximal dissection was noted. The dissection was treated by placement of an additional cypher 3.5 x 18 mm stent at 14 atm. The indication for the index procedure was recurrent chest pain, history of previous pci/stenting, and inferior ischemia by cardiolite stress testing. Coronary angiography a demonstrated: a 30% left main stenosis, a 70% proximal lad lesion, an 80-90% diagonal lesion, patent stent in the mid lad without significant distal disease, a 70-80% proximal circumflex lesion in two sites, an 80% bifurcation lesion of the obtuse marginal (om) branch/mid circumflex (90%), and an 80-90% distal circumflex lesion which was a relatively small vessel. Atherectomy of the om/mid circumflex was done using a silverhawk catheter. Lesion #1:1: this is the circumflex/om bifurcation lesion. A cypher 3.5 x 23 mm stent (stent #1) was deployed at 14 atm. Lesion #1-2: this is the om (om1) lesion. The lesion was pre-dilated with a maverick 2.5 mm balloon. A cypher 2.5 x 18 mm stent (stent #2) was implanted. A cypher 2.5 x 8 mm stent (stent #3) was implanted in the ostium of the vessel. Both stents were deployed at 14 atm. The lesion was reduced from 70-80% to 0%. Lesion #1-3: the lesion is the mid circumflex. A proximal edge dissection was noted and a cypher 3.5 x 18 mm stent (stent #4) was implanted at 14 atm. The lesion was reduced from 90% to 0%. Lesion #1-4: the lesion was in the proximal circumflex. A cypher 3.5 x 28 mm stent (stent #5) was implanted at 14 atm and extended into a previously placed stent. The lesion was reduced from 70-80% to 0%. Lesion #1-5: the lesion was in the proximal lad. A cypher 3.0 x 13 mm stent (stent #6) was implanted. The lesion was reduced from 80-85% to 0%.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of six products used during the same procedure. Please reference MFR. Report #3003742446-2006-00597, #3003742446-2006-00764, #3003742446-2006-00765, and # 3003742446-2006-00767.